Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (B)(4) was missing in the previous report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported a settings not available message on the controller. The patient reported that his ins didn¿t go up enough to give him the relief that he previously had. The patient was previously able to increase the intensity up to 19 and now he was not able to go past 13 without encountering settings not available message. The patient reported that he was having quite a bit of pain because he was not able to make desired adjustments. After decreasing to zero and then increasing again, the patient still encountered settings not available message after the intensity was at 13. The patient did start to feel some stimulation sensation at 13. The controller battery was at 100% and the ins battery at 30%. It was recommended that the patient charge the ins battery to 100% and try increasing again and if this didn¿t work, then the patient could consider changing groups. The patient was to call back for assistance changing groups if needed. Additional information was received from a consumer on 2018-07-24. The consumer reported that ¿whoever helped him move to program a and that isn¿t helpful and on program b, he can¿t move past 19.2 v.¿ the consumer was assisted in moving back to program b and reported that the patient was feeling stimulation at 19.4 but said it won¿t go any higher than that. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient stated that the battery shows c and they need a and b., then they clarified they stated that they needed group a and b as right now it was vibrating in their stomach and they need it in their lower back. The patient was on group c and program 1./ the patient switched to group a and program 1 at 13.8. The patient tried lowering the stimulation all the way down to 0.0 and back up, but couldn't go past 13.6 volts. The patient switched to group b on program 2 and said it was good. Troubleshooting resolved the issue. The patient stated that the circumstances that led to the settings not available message was that the device didn't supply the pain relief that was needed. The patient had too much pain. The steps taken was meeting with a manufacturer's representative (rep) and they set it to relieve pain better. The patient stated that the issues were resolved and is working. No further complications were reported or anticipated.